Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a penumbra post-market retrospective study (pics). The info available regarding this event is limited to the procedural reports provided by the hosp.

Event description:
The pt was treated with ia tpa lytic, the penumbra sys reperfusion catheter 041 and then with the merci concentric v.5 mm soft retriever on (B)(6) 2010. The pt experienced an asymptomatic hemorrhage. This event was identified during remote monitoring of the CT report, for imaging performed on (B)(6) 2010, which noted: "minimally more conspicuous high attenuation more likely small focus of hemorrhage than contrast." The physician has reported that this event was asymptomatic and had "no impact on pt." The physician noted that the event was mild and not serious. This event was recorded to have an uncertain relationship to the penumbra sys reperfusion catheter 041 and a probable relationship to the angiographic procedure. No actions were taken in response to this event.